Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing of noise by the right ventricular (rv) lead. The lead was found to have high out of range impedance. The lead was abandoned on the left side of the patient and a new lead was implanted on the right side of the patient. No further patient complications have been reported as a result of this event.